Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that the bronchial cobb connector was detached from the 22m/15f swivel connector. Dimensional measurements (inner and outer diameter) were done on the 22m/15f swivel and cobb connector and they were found to be within specification. Based on the investigation performed, the complaint of broken angular connector was confirmed. A CAPA is open to address this issue.

Event description:
Customer complaint alleges "an angle fitting is broken." Alleged defect was reported as detected prior to a patient use during functional testing. There was no report of patient harm or consequence.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges "an angle fitting is broken." Alleged defect was reported as detected prior to a patient use during functional testing. There was no report of patient harm or consequence.